Manufacturer narrative:
H.6. Investigation summary: customer returned (3) loose 1/2cc, 6mm syringes (1 filled with approximately 11 units of a clear liquid in the barrel). Customer states that the plunger rod is broken, detached from the barrel, and he does not see the stopper inside the barrel. All returned syringes were examined and one sample exhibited a missing stopper. The sample returned with 11 units of liquid in the barrel exhibited a broken plunger rod. A review of the device history record was completed for batch # 9014673 all inspections were performed per the applicable operations qc specifications. There were zero (0) notifications noted that pertained to the complaint. Based on the samples and/or photo(s) received the investigation concluded: confirmed: bd was able to duplicate or confirm the customer¿s indicated failure. As per investigation completed by manufacturing, "on 31oct2019, holdrege received a complaint, via a picture, from material 324911, batch 9014673. Visual inspection of the picture showed two syringes. The first was missing a stopper. No damage could be seen on the plunger tip. The second syringe had the stopper/plunger pulled out to the 11 scale mark. The end of the plunger beyond the cap collar was broken/snapped off. No other damage was observed. Process summary: the automatic syringe assembly machine feeds 0.5ml syringe components (barrel, stopper, plunger, needle assembly & cap) and assembles these components. This machine consists of a barrel cleaning dial, lubrication dial, plunger/stopper assembly dial, syringe assembly dial, and various inspections and transfer dials. There were no quality notifications or maintenance dispatches during the production of this batch that pertained to these defects. This batch was produced before acr19-04-007, which addressed missing stoppers with the installation of cameras to detect missing stoppers and trigger the removal of the defective syringes into a reject tote. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends." H3 other text : see section h.10.

Event description:
It was reported that during use the stopper separates from the plunger rod with a bd veo¿ insulin syringe with bd ultra-fine 6mm needle. The following information was provided by the initial reporter: it was reported that plunger rod separated from syringe and stopper was not in the barrel.

Manufacturer narrative:
Initial reporter phone #: unknown. A sample is available for evaluation. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that during use the stopper separates from the plunger rod with a bd veo¿ insulin syringe with bd ultra-fine 6mm needle. The following information was provided by the initial reporter: it was reported that plunger rod separated from syringe and stopper was not in the barrel.